Event description:
It was reported that during preventive maintenance the automated impella controller would not pass the system operational check and inspection step 2.1, the led on the front panel above rotating knob is amber. The light is not illuminated at all in this step. When the power button is pressed the led briefly turns amber then turns green when powering up. No patient or user harm was reported.

Manufacturer narrative:
Patient involvement was not reported. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.